Event description:
It was found during a baxter eval that a pump falsely detected an upstream occlusion during initial testing. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Testing experienced a single upstream occlusion alarm during a flow rate test. The unit will be calibrated to ensure proper functionality.